Event description:
It was reported that after wearing the pod on the arm between 37 and 48 hours, the site was painful, infected with pus draining and the blood glucose (bg) levels rose up to 25 mmol/l (450 mg/dl). The patient consulted the doctor over the phone and was prescribed antibiotics (clarithromycin, 250 mg.) To be taken twice a day for 7 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.